Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: in review of the narrative of this event, it can be determined the patient required resuscitation prior to air entering the venous limb of the xlung kit 230. The need and modality (ecpr vs. Ccpr) for resuscitation was not reported and was not the focus of this complaint. As the initial reporter stated there was no damage to the circuit, nor evidence of decannulation, it can be concluded the air to the venous limb came from the patient and not atmosphere during resuscitation efforts. It is well known air entrainment into ECMO circuits can come from intravascular access lines during medication administration. As advanced cardiac life support calls for multiple medications during resuscitation efforts, it can be suspected that air entrainment came from rapid intravascular infusion of medications. Additionally, there was no indication the patient experienced a serious injury as a result of air entrainment as the patient was able to continue ECMO support with a new oxygenator and no reported medical intervention for emboli. Regardless, in the absence of the required information, no conclusions can be made concerning this patient¿s air entrainment following the cardiopulmonary arrest. Based on the required information, there was no allegation or objective evidence that a fresenius/xenios product deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported to fresenius that a critically ill patient was on extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit 230 when air entered the venous limb of the patient circuit during resuscitation efforts. The air entrainment reportedly entered via the femoral venous cannula without decannulation or damage to the circuit noted. This occurred while the patient was repositioned during resuscitation efforts by the nursing team. After the event, the team observed air bubbles in the oxygenator. The xlung kit 230 was exchanged after this reported event and the patient experienced a cardiopulmonary arrest. Multiple attempts were made to acquire further details concerning this reported event; however, no additional information was obtained. As a result, patient demographic information, rationale for ECMO support, ECMO settings, number of days on pump, cause of this reported event and the patient¿s current disposition remain unknown.

Manufacturer narrative:
Additional information: d4 plant investigation: the complaint sample was not available for evaluation. Since the reported event seems to be an isolated case, it is highly unlikely to detect a failure in the retention sample. Furthermore, there was no damage to the circuit or decannulation, and the air could have come from the patient. The described situation was confirmed to be adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. No non-conformities were observed during the manufacturing process. There was one quality event found during the review, but it was not related to the reported issue. Based on the available information, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a critically ill patient was on extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit 230 when air entered the venous limb of the patient circuit during resuscitation efforts. The air entrainment reportedly entered via the femoral venous cannula without decannulation or damage to the circuit noted. This occurred while the patient was repositioned during resuscitation efforts by the nursing team. After the event, the team observed air bubbles in the oxygenator. The xlung kit 230 was exchanged after this reported event and the patient experienced a cardiopulmonary arrest. Multiple attempts were made to acquire further details concerning this reported event; however, no additional information was obtained. As a result, patient demographic information, rationale for ECMO support, ECMO settings, number of days on pump, cause of this reported event and the patient¿s current disposition remain unknown.